Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was observed to have blood ingression. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation of the lead was observed to have blood ingression at 54.5 cm from the connector pin due to the melted insulation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the lead replacement procedure, blood was noted under the insulation of the pacing lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.